Event description:
The customer reported that the system had no power. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. One of the wires near cb3 was evaluated and reseated. The system was tested and found to be working as intended and returned to service.